Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to suspected fluid loss from the device. The patient was experiencing recurring incontinence. The existing aus was explanted and replaced as a result. The patient was reported to be doing well after the procedure. A fluid leak was not detected in the explanted aus. The explanted aus was discarded by the facility and is not being returned for investigation.